Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm was reading 180 mg/dl but the patient was feeling dizzy and passed out. The patient´s neighbors found the patient unconscious at his home and called the emergency services. When the paramedics arrived they took a blood glucose reading which was 23 mg/dl. The patient was treated by the paramedics with IV glucose and after one hour and a half the patient regained consciousness and recovered. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.